Manufacturer narrative:
During testing, the device alarmed with an e321 (battery charger timeout) error code. The customer contact's complaint of e324 (supply over voltage) was not duplicated in testing. The device has been identified a part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center for a report from the customer contact of an e324 (supply over voltage) error code. This does not indicate a reported malfunction. However, during verification testing at the service center, the device alarmed with an e321 (battery charger timeout) error code. This error occurs when the battery cannot be fully charged within 8 hours.